Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her husband) alleging the patient's onetouch ultra2 meter was displaying an inaccurately low reading compared to feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient's wife on (B)(6) 2013. The reporter stated the alleged issue has been recurring since the first use of the meter, approximately 2-3 years prior to contacting lfs. The reporter stated during the week prior to contacting lfs, he obtained a reading of "60mg/dl" on the subject meter in the evening. The reporter stated the patient uses a combination of medications including regular insulin after meals, and lantus insulin in the evening to manage his diabetes. The reporter stated the patient normally tests 4 to 5 times a day and could not recall what his typical readings are. The reporter stated due to the alleged low reading, the patient had several glucose tablets. The reporter stated 15-30 minutes later he developed high blood glucose symptoms of "sweaty, confused, combative, disagreeable, and was acting like a child." The reporter stated she assisted him by administering regular insulin (unknown dose.) The reporter stated the patient did not receive any medical intervention from a healthcare professional. The reporter stated no other device was used to measure the patient's insulin. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were found to be in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claimed, due to the alleged issue, the patient developed symptoms suggestive of a serious injury and required assistance from another non health care professional to prevent further injury.